Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. Damage to the screw receiving part of the rear and front enclosure was confirmed, the rear and front enclosure was replaced. Damage was confirmed, the flow sensor assembly was replaced. The device passed final test.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. Damage to the screw receiving part of the rear and front enclosure was confirmed, the rear and front enclosure was replaced. Damage was confirmed, the flow sensor assembly was replaced. The device passed final test. The device was returned to the product investigation laboratory (pil) for further evaluation. The power management board was placed into the test bed, and the problem was not duplicated. The power management board operates on all power sources without issue or error code and provides continuous operation on all power sources. In addition, the power management board passed power source testing. Pil has determined that power management board operates as expected. The power management board was scrapped and disposed of accordingly. The device UDI has been updated on this report.